Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer is able to resume insulin with bolusing in smaller increments. A systems check with tandem technical support but occlusions persisted. Ultimately, tandem technical support decided to replace the pump.